Event description:
It was reported that a balloon rupture occurred. An nc emerge mr, ous 3.00 x 8mm was selected for use during a procedure. During the procedure while inside the patient, the balloon ruptured. The device was removed from the patient, however a piece of the balloon was not found when the catheter was removed. A search was done, but the piece could not be found. The patient was hospitalized but stable post procedure.